Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system monitor goes gray during a case. The procedure was completed with another system. No pt injury was reported.